Event description:
Three-lead extraction; 2 leads removed successfully. Third lead broke inside pt and could not use needles eye snare due to amount of vegetation. Doctor decided for thoracotomy later. The pt had low blood pressure but was stable. They checked with ultrasound and placed a pericardial drain. After surgery, they discovered a puncture in the auricula. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Device not returned for eval.